Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the speaker; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an alarm, descending in volume to eventual silence when pump power down. Pump had been connected to ac power, disconnected, power up, 100 percent battery indicated, pump appears to start up as normal. There was no patient involvement.